Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) had been completed. The reported problem was confirmed. The cause of the reported problem was a defective r46. R46 is the discharge resistor. The defibrillator board was replaced. The monitor was retested and restocked. The root cause of the defective r46 was likely random component failure. Q2 was shorted which probably caused the convertor to remain on and make r46 burn. No adverse event resulted from the monitor failure. The pt received a replacement monitor.

Event description:
A lifecor pt services representative (psr) contacted lifecor customer support to report that when she placed the battery pack into the monitor and the monitor smoked. She stated the monitor smelled like burning rubber. Support sent her a replacement monitor.